Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2001. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Two physicians, with the same contact information, reported for this event; (B)(6).